Event description:
It was reported that this pacemaker exhibited crosstalk oversensing of premature atrial contraction (pac). The pac preceded the intrinsic right ventricular (rv) signal, thus there were no blanking options for programming. Technical services (ts) discussed troubleshooting options and possible causes, such as confirming the location of all epicardial leads. This pacemaker system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker exhibited crosstalk oversensing of premature atrial contraction (pac). The pac preceded the intrinsic right ventricular (rv) signal, thus there were no blanking options for programming. Technical services (ts) discussed troubleshooting options and possible causes, such as confirming the location of all epicardial leads. This pacemaker system remains in service. No adverse patient effects were reported. Additional information received reported that the patient had a congenital condition due to a transposition of the heart where the patient was born without a right ventricle. No programming changes were made. This pacemaker remains in service. No adverse patient effects were reported.